Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes reports patient underwent a revision procedure on (B)(6) 2012. Operative notes indicate hip was in a dislocated orientation, loose acetabular cup, and modular head could not be removed from stem. Operative notes further indicate the presence of discolored reactive tissue and metallosis. All components were removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegations of elevated cocr levels and pain. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-03582, -03583, -03584, -05710).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03582 / 03584). The previous revision procedure on (B)(6) 2013, was reported on medwatch numbers 1825034-2013-01537 / 01538.